Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. Upon examination of the lead, it was noted that there was high pacing lead impedance and no capture threshold on the right ventricular (rv) lead. Further examination revealed lead fracture as the cause. The physician explanted and replaced the rv lead on (B)(6) 2022. During explant procedure, it was noted that there was a 90 degree bend from suture sleeve to generator with no lead slack. The patient was in stable condition throughout.